Event description:
On (B)(6) 2025 cataract surgery right eye lal+ (light adjustable lens+) implanted. Vision was clear sharp from fingertips and beyond after surgery. I previously required progressive prescription lenses for all distances. No starbursts or halos after 10 days (B)(6) 2025 1st light adjustment done by office optometrist. I was told and agreed to only correct astigmatism (right eye dominant). Vision became worse at all distances. Dysphotopsias, irregular light distortion, extreme light intolerance light sensitivity indoors especially with overhead lights. When outdoors I saw starbursts and multiple two plus shadow ghost images with any lights or reflective surface that caused a glare during the day or night. Being in the sunshine or looking outside with the sun shining was uncomfortable without a hat and I always wore the rxsight required sunglasses. I was very conscientious about always wearing the rxsight provided glasses during all waking hours indoors and when outside. I couldn't read without the clear bifocal glasses the company provided. (B)(6) 2025 yag capsulotomy- secondary cataract physician noted in chart some cloudiness pco (posterior capsular opacification). I'm not sure if my doctor saw pco or it was the cloudy haze that developed in the lens after the first adjustment. (B)(6) 2025 second light adjustment with my surgeon and rxsight rep was present per my request. Rxsight rep stated equipment was checked and she looked at the data from my first adjustment and everything was done right. I was told this adjustment would be to fix the visual disturbances - issues - astigmatism. Was told that I could not ask questions of the rep in the room all questions needed to go through my physician. Ophthalmologist documented "slit lamp: central circle /ring noted in iol" on handwritten medical record. I was not told about this finding. My vision became even worse after second light adjustment¿visual disturbances, increased glare, ghosting and shadows and increased sensitivity. (B)(6) 2025 given soft daily wear contact lens trials of multiple strengths. Corneal topography: findings od: regular astigmatism. Findings os: irregular astigmatism. None of the contact lenses helped with the light sensitivity¿aversion¿starbursts or multiple images. (B)(6) 2025 ophthalmologist documented "slit lamp photo taken & given to rep" photos were taken by my ophthalmologist with her personal cell phone to send to rxsight. No explanation was given to me as to an identified problem. She cancelled a future adjustment in order to discuss my case with rxsight. Typed dictation "central ring in lens noted" (B)(6) 2025 ophthalmologist documented "central ring in lens noted". (B)(6) 2025 I hadn't heard back from the office and when I called, I was told my ophthalmologist spoke with rxsight team in depth. A custom contact lens based on the topography of my eye was ordered to rule out ocular surface disease. (B)(6) 2025 office visit for trial of custom rigid lens as recommended by rxsight¿vision was not improved. I requested a referral to (B)(6) for second opinion and lens exchange. Rxsight facilitated apt (B)(6) 2025 I saw dr. (B)(6) at (B)(6). She thought I wasn't adjusting to monovision & had me purchase progressive lenses. I required 2 additional refractions after my visit & pairs of glasses prescriptions for a correction to see to drive. None of the glasses solved the multiple images, light intolerance or starbursts. I had no clear vision at any distance. Dr. (B)(6) was adamant to only exchange one lens and said right even though I verbalized the dysphotopsias my left eye are worse. She responded in a mychart message I sent "I do not know why the lens is not as clear as the left lens". (B)(6) 2025 I had a 2nd surgical opinion who documented "lal+ with haze" (B)(6) 2025 I had outpatient surgery for lens exchange & vitrectomy. Starbursts, light, sensitivity, intolerance & irregular astigmatism resolved with lens exchange. Now 20/20 my original ophthalmologist & rxsight are both aware of the problem with the lens that developed haze opacity & have photos showing this with the lens in the eye. I do not know if they sent reports to FDA. May only be lal+ version is flawed. I felt dr. (B)(6) was only seeing me at the rxsight request & the visible flaw because she works with rxsight in promoting lal/lal+ lenses in videos yet could not answer my questions about the light adjustment procedure because she said she doesn't do them. It was proven with the custom rigid lens trials, soft contact lens trials & rx progressive glasses my visual disturbances could not be corrected. On social media there are speculations that visual disturbances arise with non-focused light adjustments, during lock in adjustments procedures etc. I am not the only case with the lens becoming hazy, visual disturbances, irregular astigmatism, or cloudy and I only completed 2 adjustments. It's my understanding the lal+ lenses were never thoroughly tested before allowed on the market. Only tested for far or distant vision and in only one eye. As a retired nurse, until I printed these 8 pages and took time to review, I was very overwhelmed. As you are aware it's typically older patients needing cataract surgery. Many patients are not on social media, would not ? Their results, believe physicians & live with adverse outcomes. Many are having issues & would not know to report. I believe the physicians blame everything on dry eye or ignore their complaints because they are not aware of a product flaw & / or they are not experienced in removing them. The lenses are very thick & there is difficulty & risk of them shattering into little pieces in the eye when being cut in half in order to remove them. There are no patient surveys done by practices to inform patients or physicians to of issues or + - outcomes for an informed decision on implanting lal/lal+ lenses including being glasses free or development of dysphotopsia.